Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) had experienced a fall which resulted in a hematoma. Programming changes were previously made for an unknown reason. The patient's beats per minute (bpm) were observed in the 30's at that time. The device was reprogrammed to prevent further patient injury. There were no additional adverse patient effects reported.

Manufacturer narrative:
The device remains implanted with programming changes. As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.